Event description:
It was reported that during an angioplasty procedure, deflation difficulties were encountered. The lesion was a 50% restenosis of an unk MFR's stent in the iliac artery. The number of inflations and deflations is unk, however, there was no reported difficulty with inflation or deflation of the 2cm peripheral cutting balloon. Based upon receipt of additional info, it was determined that the 2cm peripheral cutting balloon was not properly prepped by pulling negative, and the air remaining in the balloon caused it to remain partially inflated during removal. The blades of the 2cm peripheral cutting balloon then tore the 7f sheath. Because the damage to the sheath was not immediately noticed, the pt lost 3 units of blood before it was noticed. There were no further pt complications, and pt status was reported as 'fine'.

Manufacturer narrative:
The device was retained by the facility and therefore, no direct product analysis can be completed. The device history record of this device has been reviewed and no issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specs at the time of its release to distribution. The directions for use (dfu) state that during preparation all air must be displaced to make certain that only liquid fills the balloon while the catheter is in the bloodstream. From the info received air was trapped in the catheter as the balloon was not prepped properly. The root cause is determined to be user-related.